Event description:
The rep is reporting that the surgeon found a spiralok eyelet free in the patient's joint space 1-yr post op. This lead to a revision procedure in 2006.

Manufacturer narrative:
The complaint device has yet to be received for evaluation. Furthermore, no lot number was supplied by the complaint facility, which prevents a batch record review from being conducted and also precludes a lot specific search in the mitek complaints system for other similar complaints for this part. As such, we can not determine what may have caused the user to experience the reported incident. At this point in time, we are in the information gathering mode and are awaiting the arrival of the complaint device for evaluation. When and if the complaint device is received here at depuy mitek, it will be subjected to a root cause failure analysis. At that point in time, a follow-up report will be filed.